Event description:
Patient reported "implant rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, wear abrasion, missing and broken. A microscopic analysis was performed which identify sharp broken in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the posterior side assessed as unidentified (tear) broken. Missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional additionally reported right side "suspected silicone uptake by a single 1.6 cm lymph node in the floor and axillary fossa."